Event description:
Family member tested pt at approx 10:30 pm with the freestyle with a result of 104 mg/dl. Family member tested again immediately and received a reading of 37 mg/dl. Family member provided pt with glucose tablets and glucagon to bring up their sugar levels. They began to exhibit symptoms of hypoglycemia and an ambulance was called. During the transport to the hosp, a test with an accucheck meter was conducted with a result of 56 mg/dl. A second accucheck test was conducted at the hosp with a reading of 99. Treatment provided at the hosp was not reported.